Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an epicardial ventricular tachycardia ablation procedure, a perforation occurred. During the ablation, limited cardiac movement was noted via fluoroscopy. An echocardiogram was performed and revealed a perforation in the right ventricle. The patient remained in stable condition throughout the procedure. The perforation was surgically closed to resolve the event. There were no performance issues with any abbott devices. The patient is currently in stable condition.